Event description:
The customer reported being hospitalized due to sinus infection. The blood glucose reading was 172mg/dl. The customer stated that the insulin pump had a recurring motor error alarms during the rewind process. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an MRI. Unable to perform a displacement test due to the continuous motor error alarms. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind as a result of motor encoder signal being out of phase. Further testing could not be performed due to the motor error alarms.